Manufacturer narrative:
This event was originally submitted on (B)(6) 2017 under MFR number (B)(4). The event is being resubmitted in order to correct the MFR number. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact called in regarding an air detected in the cassette alarm during drain zero. The patient was advised to bypass into fill 1. The patient¿s contact stated fluid was leaking out of the stay safe connector near the blue pin. The treatment was cancelled. It was reported that the fluid did not get on the cycler. The cause of the leak was unknown. Additional information was solicited but not available.